Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, additional findings were noted at 25 month post implant, in which patient had a coiling procedure done to address a type 1a endoleak that was corrected with a non-endologix stent, along with a non-endologix limb placement for a type 1b endoleak . At 35 months post implant, patient had a open repair done for the type 1a endoleak with a dacron tape procedure. The procedure related harms could not be ascertain due to lack of medical information surrounding the event. In addition, there was unconfirmed reports to find substantial evidence to support the following reported events for the type iiib endoleak of the main body of this complaint. (Reference 2031527-2017-00644) cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body was either the burden of the multiple proximal extensions stents due to a hostile neck anatomy or the multiple distal iliac extensions upon the main body stent. Notably, there were bare metal stents in the proximal and distal areas. The most likely cause of the proximal loss of seal was the hostile neck anatomy. In addition, the most likely cause of the distal loss of seal was the tortuous iliac anatomy combined with suboptimal placement of the iliac stent with in the band at the implant. It was reported that the patient condition is stable. To date there has been no reports of further negative patient condition. The devices remain implanted in the patient and were not returned and no evaluation was completed. In addition, a review of manufacturing lot confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially implanted with a bifurcated stent and two infrarenal aortic extensions. On (B)(6) 2011 the patient was reported to have had a secondary procedure to treat a possible type 1b endoleak or iliac aneurysm growth. On (B)(6) 2017 a follow up computed tomography (CT) showed the patient had a tear in the bifurcated stent and aneurysm sac growth. The physician is planning to repair the endoleak. A secondary to date has not been scheduled or completed. The patient is currently reported to be in good condition and there have been no additional adverse events reported for this patient.